Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing of p waves during recorded atrial fibrillation episodes. The lead was temporarily reprogrammed during testing however oversensing was noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.